Manufacturer narrative:
Additional information was provided in b.5 and h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received and stated, lens was malfunctioned. No viscoelastic was used.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens shot out before insertion and tried to load in cartridge but haptic was tore it had happened twice. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.